Event description:
Customer initially reported their adc device did not power on. The product was returned and investigated for no power, however during investigation burn marks were observed on the reader¿s printed circuit board assembly (pcba). This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their adc device did not power on. The product was returned and investigated for no power, however during investigation burn marks were observed on the reader¿s printed circuit board assembly (pcba). This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks were observed. The returned battery voltage was measured, and it was not within the specification. The returned battery was replaced with a new un-used battery and the reader powered on. Further visual inspection was performed on the de-cased reader's pcba (printed circuit board assembly) and contamination was observed on the u2, u8 chips, the chips surrounding components, and usb port. Usb port was tested for charging and ability to connect to a pc and test results confirmed typical charging capabilities and connection to pc was successful, indicating the contamination in the usb port did not impact the functionality of the reader. Therefore, the issue is not confirmed to use due to contamination. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. The customer did not return the reported charging cable and adapter. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their adc device did not power on. The product was returned and investigated for no power, however during investigation burn marks were observed on the reader¿s printed circuit board assembly (pcba). This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. Section b-3 (date of event) was incorrectly documented in the previous reports and has been updated. Section g-3 (date received by mfg) was incorrectly documented in the previous initial report as march 5, 2024. The correct g-3 date is april 2, 2024.